Event description:
This is report 1 of 1 for this complaint (B)(4).

Event description:
It was reported that the tip of the reduction forceps broke off during a procedure. Piece was retrieved. Surgeon used another to complete the procedure with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the design is adequate for the intended use. (B)(4). This instrument has been available since july 1995 and this specific lot was manufactured in may 2009. The tip is broken as reported but the fractured surface indicates a significant mechanical overload. Since the circumstances with its use during the case are not known and the tip was not returned, it is not possible to conclude a root cause but it does not appear that there is a design or manufacturing issue with this instrument. The design is adequate and the complaint is indeterminate since the specifics of how the device was used are unknown, the tip was not returned, and the fractured surface looks like it was severely stressed during the case.